Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease fold is observed. Wear abrasion is observed. Brown particles on the shell are observed. Nick is observed assessed as non penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation.device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.